Event description:
FDA notified ldr spine, inc. That a voluntary medwatch report (B)(4) had been received by the FDA for an event. The event description is that an anchor plate was found broken at a post operative check up.